Manufacturer narrative:
The initial reporter phone number provided is (B)(6). Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had water cooling malfunction. Per review of wo on 21aug2025, there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. The water temperature of chiller tank was normally cool down. T4 is good. Mixing pump command was 100%, but the water was not mixed with circulation tank. Mixing pump assembly was replaced. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. All available UDI information is being provided. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had water cooling malfunction. Per review of wo on 21aug2025, there was no patient involvement.